Event description:
Treatment of an aneurysm. During the procedure, it was reported that two pipelines (4.75mm x 20mm and 4.50mm x 20mm) appeared to be flattening as they were being released. Both pipelines were removed from the patient. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00251.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).